Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The insertion of new sensor was off label since it was inserted in a close proximity to the older sensor. This in turn created a signal interference issue for the user with the new sensor. The most likely root cause of this incident is due to the procedural error from the inserting physician as the new one should have been inserted in the other pocket/other arm. Since the usage of the system wasn't possible due to sensors being close to each other, user was advised to consult with the hcp to discuss the possibility of removing both sensor and to get inserted with a new one, preferably in other arm. However, no confirmation of sensor removal has been possible due to lack of response. There is no remedial action/corrective action/preventive action/field safety corrective action required.

Event description:
Senseonics was made aware of an incident where newly inserted sensor was possibly removed because of the signal interference with the older sensor which was still inside the same arm. The first (old) sensor could not be removed because of its close proximity to the new one. Since the usage of the system wasn't possible due to sensors being close to each other, user was advised to consult with the hcp to discuss the possibility of removing both sensors and to get inserted with a new one, preferably in other arm.